Manufacturer narrative:
Imdrf device code a15 captures the reportable event of would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during a colonoscopy procedure performed on february 19, 2024. During the procedure, the clip would not deploy. The procedure was completed another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.